Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up the left ventricular lead exhibited high thresholds. The lead was programmed off. The lead remains implanted. The patient was doing well.